Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to improper disconnection/reconnection during peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The home patient was not connected at the time of the alarm. The patient woke up because they heard an alarm and thought that it was time to end the therapy so the patient disconnected. The patient then realized that the alarm that was being heard was an alarm clock. While the patient was disconnected the homechoice alarmed with system error 2240, at which time the patient reconnected and tried to restart therapy. The technical service representative advised the patient to end the therapy. The patient will start over with all new supplies. The technical service representative assisted the patient to end the setup and remove the cassette. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.